Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The product was sprayed after mixing but it did not solidify and flowed. No pt involvement. No pt injury. Add'l info has been requested.